Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Device is undergoing engineering evaluation.

Event description:
A total knee arthroplasty was revised approximately six months post-operatively due to patient inability to reach full extension.